Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens of -14.0/1.0/051 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 , the lens was removed and replaced for a different model, longer length lens due to low vault, lens opacity, and glare haloes. The cause of the event was reported as other. Reportedly, "patient still with lens opacity suprisingly, but better vault"

Manufacturer narrative:
Corrected data: h6- 1494: off-label usage- pre-existing condition of progressive myopia. Claim# (B)(4).